Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the load and unload not crossing to pyxis. A technical support specialist (tss) dialed into the carefusion coordination engine and identified that the medication was not crossing because it was non-chargeable. A temporary load was performed to allow the medication to cross, after which the customer confirmed that everything was working as expected. The case was then closed. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server load or unload transactions were not crossing to the device, although they had been completed and confirmed in cerner and server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server load or unload transactions were not crossing to the device, although they had been completed and confirmed in cerner and server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.